Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the corrupted customer's fingerprint data caused the application crash. The technical support specialist guided the customer to re-register their bio-ID to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system software crashed when the user tried to login during a procedure. There were no adverse events, injuries or delay's reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used incident was determined, that the station software had experienced a timeout error during login. A technical support specialist discovered log evidence indicating that the customer's fingerprint data might be corrupted in relation to the reported issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es station unexpectedly stopped responding when user tried to login in the middle of facial reconstruction. Customer added that it was 6 hours long procedure. The customer indicated that it was necessary to have access to all emergency medications, including propofol, lidocaine, rocuronium, decadron, zofran, haldol, fentanyl, and dilaudid, during a general anesthetic procedure. There were no adverse events or injuries reported based on this events.